Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a stroke and diabetic ketoacidosis on (B)(6) 2016 at 1 am with a high blood glucose level of 500 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was not using their insulin pump prior to the hospitalization. The customer was assisted with troubleshooting their insulin pump for a no delivery alarm and the customer was informed that their inulin pump worked as design. The customer did not return the product back for analysis.